Event description:
Per the clinic, the patient experienced head shaking, lack of balance, right-sided twitching, and increased facial movements. It was also reported that the patient had coil off notifications with device use. The patient was treated with oral antibiotics on (B)(6) 2024 (duration not reported) and was hospitalized on (B)(6) 2024 until (B)(6) 2024. Reprogramming, troubleshooting and harware exchange attempts were made; however, the issue could not be resolved. The patient was placed under sedation in (B)(6) 2025 (specific date not reported) to perform CT scan. The implanted device remains.